Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Clinical study faradise; study ID: (B)(6). It was reported that the patient experienced a vasovagal reaction. During a procedure using a farawave pulsed field ablation catheter 31mm, the patient experienced a vasovagal response. The patient was administered atropine and the event resolved. The procedure was completed. The device is not expected to be returned for analysis.